Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information visual examination of the returned device identified signs of use (nicks/gouges) and the device was confirmed to be fractured. The device history records were reviewed and no discrepancies were identified. The surgical technique for the device states, "do not over or under torque. Under tightening of the screw may allow it to loosen over time. Overtightening may cause the screw to fracture intraoperatively" and to "only apply 95 inch pounds of torque with the wrench to assure the screw is properly tightened." As the screw snapped during tightening and was not replaced with a new screw, the root cause is attributed to failure to follow instructions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that during a knee arthroplasty revision while the surgeon was inserting the articular surface screw, the screw fractured. The distal end of the screw was embedded into the tibial stem and not salvageable. The surgeon decided to leave the articular surface in place without a screw and was satisfied with the fixation of the implant. No post-operative complications have been identified and the patient has since been discharged home.

Manufacturer narrative:
(B)(4). G2 - report source - foreign - event occurred in united kingdom. The complainant has indicated that the fractured screw is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : investigation incomplete.